Event description:
Customer received an initial urine creatinine result of 0.5 mg per dl for one patient that repeated 168.9 mg per dl. The initial result was not reported, patient was not adversely affected.

Manufacturer narrative:
The field service representative determined faulty fluidics, including degasser and chain cables to be the cause. He replaced the degasser and chain cables, performed diagnostics and ran controls, which were within range.